Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer stated he attempted to deliver a bolus and the screen went blank except for the battery indicator, reservoir indicator and the time. He took the battery out and put it back in and received a button error. Blood glucose value is 200 mg/dl; treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.